Manufacturer narrative:
It was noted that this lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms, noise, and oversensing. There was no pacing inhibition. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.